Event description:
It was reported that a second incision was made in order to retrieve the threaded metal tip of the device. When the implant was advanced into the bone socket, the implant broke off the device upon tapping. It was reported that the bone socket was potentially too small for the implant. No further pt information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment

Manufacturer narrative:
The device was received for eval; the complaint was confirmed. Visual eval of the returned device revealed that about 1/2 inch of the metal distal end of the driver's inner shaft is broken off and the bio-implant is still loaded on the driver is broken as well. The broken off portion of the shaft was not returned. Driver's shaft seems to be bent at the breakage point. The bio-implant has a longitudinal breakage. Material analysis and hardness test met specifications. The exact cause of this event could not be determined from the information available and from device eval. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is prying/leveraging the driver and/or excess force is applied on the driver during insertion. In addition, a bone socket that is too small for the implant could potentially contribute to this type of event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event rptr.